Event description:
It was reported that the patient had inadequate pain relief and stimulation could be felt in the rib area. X-ray confirmed that the leads migrated. The patient underwent a lead replacement procedure and the explanted devices were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7126700